Event description:
It was reported that this patient's left knee was revised approximately 9 months post initial operation. It was stated that the implant had failed and the inferior screw had broken. Upon revision, found out that the implant was put in upside down. Surgeon removed as much of the broken screw as he could, but part of the screw was still left fragmented in the patient. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 - concomitant devices: 320-35-07 - sm sup/post aug glenoid plate, left: (B)(6), 320-20-34 - eq rev cmprss scrw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: (B)(6), 320-31-40 - glenosphere, 40mm: (B)(6), 320-40-03 - 145-deg pe 40mm hum liner +2.5: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6). H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The revision reported was likely the result of a screw fracture. Implant orientation may have been a contributing factor to in-vivo stress on the screw leading to fracture, but the potential contributions of this user-related issue and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided.